Event description:
The customer reported the unit was shutting down intermittently.

Manufacturer narrative:
The customer reported the unit was shutting down intermittently. The unit was evaluated at phillips and the reported symptom was confirmed. Based on the available info, we could not determine the cause since multiple parts were replaced.